Event description:
It was reported that the pta balloon dilatation catheter could not be removed through the introducer sheath. Both the pta balloon dilatation catheter and the introducer sheath were removed as a single unit from the patient. The procedure was then completed. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample has been returned for evaluation and the investigation is currently underway.